Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essuredevice') and pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood oestrogen decreased from 2012 to 2015, thyroid disorder from 2011 to 2013, cesarean section in 2011, anxiety disorder from 2009 to 2011, ovarian cyst ruptured, endometriosis, perineal pain, hypertension, hypothyroidism and adenomyosis. Previously administered products included for an unreported indication: mirena from 2012 to 2015 and sprintec in 2012. On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight gain/ loss"), mood swings ("mood swings") and allergy to metals ("sensitivity to nickel"). In january 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), menorrhagia ("severe menstrual bleeding"), abdominal pain lower ("severe cramping / severe lower abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), vaginal discharge abnormality ("irregular vaginal discharge"), hypersensitivity ("allergic orhypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and complication of device removal ("complication of device removal") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove her essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hormone level abnormal, hypersensitivity, dysmenorrhoea, dyspareunia, nausea, fatigue, vaginal discharge, weight fluctuation, mood swings, allergy to metals, abdominal pain and complication of device removal outcome was unknown, the pelvic pain, procedural pain, menorrhagia, abdominal pain upper and vaginal discharge abnormality was resolving and the abdominal pain lower and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, mood swings, nausea, pelvic pain, procedural pain, vaginal discharge abnormality, weight fluctuation and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Her symptoms have mostly resolved, following such surgery. Current weight 170 lbs. It could be threaded into the left tubal ostium without difficulty, 2 coils were noted. It was then placed into the right ostium without difficulty 4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian lubes are occluded by essure devices total bilateral occlusion. Diagnostic results: in nov-2014, hysterosalpingogram test was performed. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs and mr received: new events added: mood swings, sensitivity to nickel, abdominal pain, complication of device removal. Event onset date, event outcome were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("migration of essure device") in a 37-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section on (B)(6) 2011 and ovarian cyst ruptured. Previously administered products included for an unreported indication: mirena from 2012 to 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), menorrhagia ("severe menstrual bleeding"), the first episode of abdominal pain lower ("severe cramping"), abdominal pain upper ("severe upper abdominal pain"), the second episode of abdominal pain lower ("severe lower abdominal pain"), the first episode of vaginal discharge ("irregular vaginal discharge"), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), the second episode of vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/ loss"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove her essure device) and surgery (underwent a bilateral salpingectomy to remove her essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, menorrhagia, abdominal pain upper and the last episode of abdominal pain lower was resolving and the device dislocation, hormone level abnormal, hypersensitivity, dysmenorrhoea, dyspareunia, nausea, fatigue, alopecia, the last episode of vaginal discharge and weight fluctuation outcome was unknown. The reporter considered abdominal pain upper, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain, procedural pain, weight fluctuation, the first episode of abdominal pain lower, the first episode of vaginal discharge, the second episode of abdominal pain lower and the second episode of vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Her symptoms have mostly resolved, following such surgery. Current weight 170 lbs. It could be threaded into the left tubal ostium without difficulty, 2 coils were noted. It was then placed into the right ostium without difficulty 4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian lubes are occluded by essure devices in (B)(6) 2014, hysterosalpingogram test was performed. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information and events- hormonal changes, allergic or hypersensitivity reaction, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migration of essure device, nausea, fatigue, hair loss, vaginal discharge, weight gain, weight loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess'), device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood oestrogen decreased from 2012 to 2015, thyroid disorder from 2011 to 2013, cesarean section in 2011, anxiety disorder from 2009 to 2011, ovarian cyst ruptured, endometriosis, perineal pain, hypertension, hypothyroidism and adenomyosis. Previously administered products included for an unreported indication: mirena from 2012 to 2015 and sprintec in 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight gain/ loss"), mood swings ("mood swings") and allergy to metals ("sensitivity to nickel"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), menorrhagia ("severe menstrual bleeding"), abdominal pain lower ("severe cramping / severe lower abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), vaginal discharge abnormality ("irregular vaginal discharge"), hypersensitivity ("allergic orhypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and complication of device removal ("complication of device removal") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove her essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic abscess, device dislocation, hormone level abnormal, hypersensitivity, dysmenorrhoea, dyspareunia, nausea, fatigue, vaginal discharge, weight fluctuation, mood swings, allergy to metals, abdominal pain and complication of device removal outcome was unknown, the pelvic pain, procedural pain, menorrhagia, abdominal pain upper and vaginal discharge abnormality was resolving and the abdominal pain lower and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, mood swings, nausea, pelvic abscess, pelvic pain, procedural pain, vaginal discharge abnormality, weight fluctuation and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Her symptoms have mostly resolved, following such surgery. Current weight 170 lbs. It could be threaded into the left tubal ostium without difficulty, 2 coils were noted. It was then placed into the right ostium without difficulty 4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian lubes are occluded by essure devices total bilateral occlusion. Diagnostic results: in (B)(6) 2014, hysterosalpingogram test was performed. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received : event added- abscess. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essuredevice") and pelvic pain ("pelvic pain") in a 37-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section on (B)(6) 2011 and ovarian cyst ruptured. Previously administered products included for an unreported indication: mirena from 2012 to 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), menorrhagia ("severe menstrual bleeding"), the first episode of abdominal pain lower ("severe cramping"), abdominal pain upper ("severe upper abdominal pain"), the second episode of abdominal pain lower ("severe lower abdominal pain"), the first episode of vaginal discharge ("irregular vaginal discharge"), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic orhyper sensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), the second episode of vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/ loss"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove her essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hormone level abnormal, hypersensitivity, dysmenorrhoea, dyspareunia, nausea, fatigue, alopecia, the last episode of vaginal discharge and weight fluctuation outcome was unknown and the pelvic pain, procedural pain, menorrhagia, abdominal pain upper and the last episode of abdominal pain lower was resolving. The reporter considered abdominal pain upper, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain, procedural pain, weight fluctuation, the first episode of abdominal pain lower, the first episode of vaginal discharge, the second episode of abdominal pain lower and the second episode of vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Her symptoms have mostly resolved, following such surgery. Current weight 170 lbs. It could be threaded into the left tubal ostium without difficulty, 2 coils were noted. It was then placed into the right ostium without difficulty 4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian lubes are occluded by essure devices in (B)(6) 2014, hysterosalpingogram test was performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess'), device dislocation ('migration of essuredevice') and pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood oestrogen decreased from 2012 to 2015, thyroid disorder from 2011 to 2013, cesarean section in 2011, anxiety disorder from 2009 to 2011, ovarian cyst ruptured, endometriosis, perineal pain, hypertension, hypothyroidism and adenomyosis. Previously administered products included for an unreported indication: mirena from 2012 to 2015 and sprintec in 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight gain/ loss"), mood swings ("mood swings") and allergy to metals ("sensitivity to nickel"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), menorrhagia ("severe menstrual bleeding"), abdominal pain lower ("severe cramping / severe lower abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), vaginal discharge abnormality ("irregular vaginal discharge"), hypersensitivity ("allergic orhypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea cramping"), vaginal discharge ("vaginal discharge") and complication of device removal ("complication of device removal") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove her essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic abscess, device dislocation, hormone level abnormal, hypersensitivity, dysmenorrhoea, dyspareunia, nausea, fatigue, vaginal discharge, weight fluctuation, mood swings, allergy to metals, abdominal pain and complication of device removal outcome was unknown, the pelvic pain, procedural pain, menorrhagia, abdominal pain upper and vaginal discharge abnormality was resolving and the abdominal pain lower and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, mood swings, nausea, pelvic abscess, pelvic pain, procedural pain, vaginal discharge abnormality, weight fluctuation and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Her symptoms have mostly resolved, following such surgery. Current weight 170 lbs. It could be threaded into the left tubal ostium without difficulty, 2 coils were noted. It was then placed into the right ostium without difficulty 4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: results: fallopian lubes are occluded by essure devices. Total bilateral occlusion. Diagnostic results: in (B)(6) 2014, hysterosalpingogram test was performed. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), menorrhagia ("severe menstrual bleeding"), the first episode of abdominal pain lower ("severe cramping"), abdominal pain upper ("severe upper abdominal pain"), the second episode of abdominal pain lower ("severe lower abdominal pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove her essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, menorrhagia, abdominal pain upper, the last episode of abdominal pain lower and vaginal discharge were resolving. The reporter considered abdominal pain upper, menorrhagia, pelvic pain, procedural pain, vaginal discharge, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Her symptoms have mostly resolved, following such surgery. Diagnostic results: in (B)(6) 2014, hysterosalpingogram test was performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.